Event description:
It was reported that during testing at the MFR, the device displayed a bias current error signaling a condition occurred in which the device has the potential to run without user activation. This event did not occur during a surgical procedure, so there was no pt involvement. No user injury was reported, and no other adverse consequences were alleged with this event.

Manufacturer narrative:
Internal components were evaluated which revealed the presence of varnish buildup on the motor assembly.